Event description:
It was reported that on (B)(6) 2011, a xience v stent was implanted in a de novo, moderately calcified, 90% stenosed, proximal, right coronary artery and approximately 8 months later, on (B)(6) 2011, the patient experienced angina. The xience v stent was found re-stenosed. The patient was hospitalized on (B)(6) 2011 and a percutaneous coronary intervention (pci) was done on (B)(6) 2011, in the target vessel/target lesion (stenosis) of the index procedure. The symptoms resolved without an adverse patient sequela on (B)(6) 2011 and the patient was discharged home on (B)(6) 2011. This is listed as a serious event. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.